Event description:
Pt was implanted with a walter lorenz jaw bone in 1999. Soon after implantation, she experienced nausea, muscle spasms, grinding of the teeth, difficulty chewing and swallowing. She had choked on many occasions and had to have the heimlich maneuver performed as a life saving measure. She alleged that she can hear people with hearing aids 50 to 100 feet away having a conversation and believes that they are eaves dropping on her life.

Event description:
Add'l info received from reporter on (B)(6) 2013: she continues to have the following symptoms nausea, vomiting, left eye twitching, muscle spasms, and pain.